Event description:
Report received indicated that there was inaccurate placement of device. The patient had suffered an automobile accident and due to hip's trauma and lack of mobility the decision was made to implant the optease filter as a preventive measure of possible deep vein thrombosis (dvt). The procedure was electively performed. Nothing unusual was seen during the product inspection. Device was prepped following the instructions for use (IFU). Access was made through the right femoral vein and filter was placed infrarenal without any difficulties. However, during the final filming at the end of the procedure it was noticed that the filter was implanted upside down. Consequently, the filter was removed through the jugular vein without any adverse consequence to the patient and another optease filter was placed in site successfully. The device as well as the filter storage tube and package were discarded. Therefore, this product is not available for evaluation and testing. Add'l information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni